Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a normal follow-up, an alert for lead impedance was observed less than the lower limit. No other electrical anomalies were noted. The patient will be monitored with routine follow up. No further information is available.

Event description:
New information received states the right ventricular lead was explanted and replaced using a laser. The patient condition was stable after the procedure.